Event description:
It was reported that this device exhibited oversensing and noise on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the device and rv lead was explanted and replaced. No additional adverse patient effects were reported.